Event description:
Rn reported home pt had his transfer set separate from the titanium adapter while using the homechoice cycler. The home pt discontinued treatment at that time and clamped off his catheter. The rn was notified and the home pt received a transfer set change and vancomycin 1 gm. Intraperitoneally. There was no pt injury reported per the rn.